Event description:
It was reported that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitor (sam). Since the implant procedure, the values for the pacing impedance measurements, shock impedance measurements and capture have decreased slightly within normal limits. It was reported that the sam episode occurred in an ablation procedure, possibly due to oversensing of electrocautery. No adverse patient effects were reported. This crt-d remains in service.